Event description:
It was originally reported that the patient experienced a loss of therapeutic effect and was not able to feel stimulation. She was not able to adjust stimulation. Her device was "adjusted." When she increased her stimulation, she heard triple beeps. It was later reported that the patient programmer was replaced. She underwent surgical intervention in 2009 to address her device issues. She was still having problems with her device system. Further information is being requested from the hcp.